Event description:
Boston scientific received information that this lead was explanted for not pacing when required. The lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned severed and in 2 segments with the helix retracted. There was dried blood noted throughout the entire lead lumen and the extraction stylet was stuck in one of the returned portions. Additionally there were cuts noted in the inner insulation likely done at explant. Analysis concluded that this damage was procedurally induced.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.